Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change, the user advanced to 46 units without observing drops and then noted the cartridge was leaking; the user had been connecting components outside the ilet and was educated to connect inside the device, after which a successful supply change was completed and blood glucose was not impacted. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and no need for medical care. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user technique contributed to the leakage and that proper connection inside the device resolved the issue. It was concluded that the device functioned as designed and that the event was related to user technique.